Event description:
A malfunction alarm was reported by the customer. There was no reported impact to the customer's blood glucose level. The pump is expected to be returned, and a replacement pump has been sent to the customer.